Manufacturer narrative:
Investigation: investigation summary: the nonconformance cannot be confirmed as no sample was returned for investigation conclusion: if samples are received in the future the complaint will be re-opened and re-investigated. Bd was not able to duplicate or confirm the customer's indicated failure mode. Root cause description: the nonconformance cannot be confirmed as no sample was returned for investigation. Thus, no root cause can be determined. The complaint will be re-opened if the sample is returned for investigation. DHR - no sample or photo was returned, DHR review- no abnormality and qn reported on the affected batch 6145213. Manufacturing review- reviewed preventive maintenance, calibration, and equipment and no abnormality observed that could have influenced the issue. CAPA (B)(4).

Event description:
It was reported that a 23 g x 1 in. Bd eclipse¿ hypodermic needle safety mechanisms failed to function properly during use. The medical assistant was administering an injection, when she went to engage the safety mechanism, the guard fell off resulting in a needle stick injury to her finger on her right hand. The medical assistant had needle stick protocol lab work done